Manufacturer narrative:
Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that dust-like fragments were found in the bd eclipse needle hub when removing it from the packaging. The following information was provided by the initial reporter: "the inside of a sub q needle appeared to have dust like fragments inside the hub. It was not used on a patient. Nurse opened package of needle/syringe combo and saw debris inside the combo."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-dec-2022. H6: investigation summary: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the sample. Analysis of the sample showed a loose black foreign matter on the eclipse hub. The sample underwent fourier transform infrared spectroscopy (ftir) analysis to try to determine the composition of the foreign matter. Unfortunately, the analysis showed that there was no good match available in the library and the foreign matter is likely to be an unknown inorganic material. Bd determined that the cause of the failure was most likely attributed to the improper cleaning of manufacturing machinery used in the assembly process of the device. Actions have been made to help prevent the recurrence of this failure mode. DHR for packaged needle (pn) was performed for batch 2145600. There were no similar reported defect at the in-process and outgoing inspection.

Event description:
It was reported that dust-like fragments were found in the bd eclipse¿ needle hub when removing it from the packaging. The following information was provided by the initial reporter: "the inside of a sub q needle appeared to have dust like fragments inside the hub. It was not used on a patient. Nurse opened package of needle/syringe combo and saw debris inside the combo."